Event description:
It was reported that the patient was not warming on the arctic sun device. Patient began rewarming from 36c around noon. The patient was still at 36c currently. The water seemed to be getting colder. Water temperature was 21.9c. Flow rate was 2.8lpm. There was good pad coverage and no continuous renal replacement therapy. Rewarm read from 36.0c. Nurse adjusted this value thinking that is why the patient was not warming. Ms&s asked nurse not to make further adjustments. Ms&s informed her that a bair hugger or blanket addition was acceptable if desired. Nurse confirmed the water temperature was warmer prior to making this adjustment. Per follow up 1 on 01nov2020 via nurse, stated that the problems were patient related and they were able to get under control and the patient was able to continue therapy.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not warming on the arctic sun device. Patient began rewarming from 36c around noon. The patient was still at 36c currently. The water seemed to be getting colder. Water temperature was 21.9c. Flow rate was 2.8lpm. There was good pad coverage and no continuous renal replacement therapy. Rewarm read from 36.0c. Nurse adjusted this value thinking that is why the patient was not warming. Ms&s asked nurse not to make further adjustments. Ms&s informed her that a bair hugger or blanket addition was acceptable if desired. Nurse confirmed the water temperature was warmer prior to making this adjustment.